Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump history was missing data despite the pump being in use. Customer's blood glucose was 290 mg/dl. The customer continued to use the pump for insulin therapy.